Event description:
It was reported that the patient was announcing meals incorrectly on the ilet system due to concerns about running low, resulting in under-announcement of meals and requests for guidance, which constitutes an improper or incorrect procedure or method related to the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user and care team. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions regarding correct meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.